Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood on the tightly folded balloon and on the shaft, consistent with handling. The hypotube was separated 50 cm distal to the strain relief tubing, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. There was a kink in the hypotube 3.5 cm proximal to the separation. Factors that may contribute to hypotube kink/separation include, but not limited to, manufacturing, handling during preparation, and handling during backloading the guide wire. Since there was no mention of any hypotube damage during catheter inspection prior to use, the hypotube kink and separation were most likely due to handling during preparation or during inserting the guide wire. There were two bends in the hypotube 4 cm and 7 cm distal to the separation. There was a bend in the hypotube at the distal end of the strain relief tubing. Since there was no mention of any catheter bends during inspection prior to use, the observed bends were most likely due to packing the device to return to abbott vascular for analysis. A review of the device lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance tests met specifications. A query of the complaint-handling database revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected for kinks during the manufacture process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during initial backloading over the guide wire and inserting into the tuohy rotating hemostatic valve, the shaft of the trek broke and separated. The device was not used. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.